Event description:
It was reported that the device delivered inappropriate high voltage therapy and inappropriate anti-tachycardia pacing (atp) due incorrect interpretation of signal. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was hospitalized and will continue to be monitored. Additional information was requested but was not available.